Event description:
It was reported that cgm error message appeared on device, prompting patient to contact support. There was no reported impact to the customer¿s blood glucose level. Technical support walked patient through pump reset, device rebooted successfully with normal screen function restored, no further errors were observed, issue was considered resolved, and patient was advised to continue monitoring and report if problem reoccurred.